Event description:
It was reported the right ventricular lead impedance was high due to a confirmed fracture on the lead. The defibrillation portion of the lead was initially turned off as the patient was out of state. The patient returned home and the lead revision surgery was performed. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).